Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels and diagnosis with herpes 1 or shingles outbreak. Patient was provided with antivirals and pain relief medications. The medication was acyclovir 400mg every 8 hours for 6 days and toradol. The patient¿s pod expired while patient was at work and then traffic delayed for 3 hours causing patient to be without insulin for an extended period of time. When patient arrived home a new pod was applied but occluded after 5.25u of a 9-10u bolus was delivered. After calling 911 patient was then transferred to the emergency room due to possible diabetic ketoacidosis (dka). Patient¿s insulin pump failed and patient had elevated white cell count. When the paramedics arrived the patient¿s bg levels was 475 mg/dl. On (B)(6) the patient went to the urgent care due to feeling some numbness on the left side of the face and was given a toradol shot and prescribed 800mg of ibuprofen. On (B)(6) after no relief from the symptoms of severe facial or mouth pain and further numbness and drooping of the left side of the face patient then went to the hospital. The patient was admitted for further testing and observation. Health care provider (hcp) believed that the patient¿s reaction to the outbreak was due to the stress the patient¿s body had been under on (B)(6) 2018. Patient had not eaten in two (2) days due to the pain. A CT scan was completed to rule out a stroke and then lesions were discovered in the mouth which lead to a diagnosis of herpes 1 virus outbreak or shingles outbreak in the nerves of the face. When the patient was admitted in the hospital, patient¿s bg levels ranged from 85 mg/dl to 200 mg/dl. Patient believes that the pod did not cause this hospitalization but patient and hospital doctor believes that the stress of the event on (B)(6) was what caused the herpes 1 or shingles which were both dormant in the body from having chicken pox as a kid.